Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that after 1 month dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 35 ncm of primary stability was achieved, the patient presented bone type iii and immediate load and immediate implant procedures were performed.